Event description:
It was initially reported on 07/31/2010, that a pt never had therapeutic effect following a new catheter and pump implant. Increased baseline pain occurred over the entire device system. The pt's status was fair. The pt stated that they had a lot of bone pain. A physician informed the pt that the medication was at the correct level, and would not be increased. On (B)(6) 2009, it was further reported that the issue was still ongoing. The trial period was noted to have been "great." The drug was titrated several times, but had provided no relief. Two urinalysis tests were performed, and resulted with no opioids found in the pt's system. The pt had a recent change of medication to dilaudid, but two more urinalysis tests indicated no opioids were found. Possible catheter issues were being checked, as the pt was apparently not receiving medication. The pt had felt a stabbing sensation in his back, which he had believed to have been caused by the catheter. No volume discrepancies occurred in regards to the past two refill sessions. On (B)(6) 2009, acute pain was noted at the location of the pump and near the catheter pathway. A dye study was performed the previous week, however no issues were found. Later, it was noted that the pt's pump was set to administer dilaudid (1.0 mg/ml) at a rate of 0.4495 mg/day. On (B)(6) 2009, the pt reported swollen feet and that his knees hurt. On (B)(6) 2010, it was reported that the pt had a loss of analgesia and felt withdrawal only in the morning. The following symptoms were presented: increased anxiety, diarrhea, increased pain spasms, nausea and chills. On (B)(6) 2010, a catheter access port (cap) with contrast/under fluoro study was attempted, however an inability to aspirate fluid occurred. The intrathecal catheter was repositioned on (B)(6) 2010, and the pt had recovered without sequela.

Manufacturer narrative:
(B)(4).